Event description:
The customer reported via phone call that her blood glucose level was first low and then high at 469 mg/dl. The customer changed the infusion set and had a two unit bolus. The customer had trouble walking when she wore the insulin pump. In 2010, she broke her hip and has metal in her body. The insulin pump alarmed no delivery. The infusion set had a curved cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.